Event description:
It was reported that following implant, the pt experienced a shocking or jolting sensation at implantable neurostimulator location. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)